Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that after implant, the patient's heart rate was below the lower rate due to the right atrial (ra) lead unstable thresholds with no capture at 5 volts and possible oversensing. About three weeks later, it was reported that fluoroscopy confirmed a lead dislodgement. The ra lead was removed and replaced by an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.